Event description:
A caller reported a malfunction on their insulin pump, identified by code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.